Event description:
It was reported by the customer that a pyxis medstation es system had an issue with insulin printer. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the insulin printer was continuous printing. The field service engineer removed two printers and reloaded drivers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.